Event description:
Event verbatim [preferred term] several burn blister and pain [burns second degree] , used thermacare neck, shoulder & wrist for back pain [device use error]. Case narrative: this is a spontaneous report from a contactable pharmaceutical commercial assistant. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) transdermally from (B)(6) 2017 at 1 patch, daily single for back pain. The lot number was not available from the reporter. The patient medical history was not reported. There were no concomitant medications. The heatwrap neck/shoulder was used in the past and tolerated well. The patient experienced several burn blister and pain on (B)(6) 2017. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No surgical treatment was necessary. It was not known if another treatment was necessary. It was unknown if the patient recovered with sequel. The outcome of events was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: the seriousness criteria of the event burn second degree was updated from medically significant to intervention required and the additional event of device use error was added. Additional information received on 17feb2016 from the same contactable pharmaceutical commercial assistant includes: patient's age, thermacare heatwrap start date, update of the events onset date. There were no concomitant medications. No surgical treatment was necessary. It was not known if another treatment was necessary. The lot number was not available from the reporter. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event of burn blister and pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use error is assessed as non-serious and associated with the use of the device. Comment: based on the information provided, the event of burn blister and pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use error is assessed as non-serious and associated with the use of the device.

Event description:
Several burn blister and pain [burns second degree], used thermacare neck, shoulder & wrist for back pain [device use error], narrative: this is a spontaneous report from a contactable pharmaceutical commercial assistant. A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from on (B)(6) 2017 at 1 patch, daily single for back pain. The lot number was not available from the reporter. Medical history was not reported. There were no concomitant medications. The heatwrap neck / shoulder was used in the past and tolerated well. The patient experienced several burn blisters and pain on (B)(6) 2017. Thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No surgical treatment was necessary. It was not known if another treatment was necessary. The outcome of the events was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck / shoulder / wrist (nsw) 12 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: the seriousness criteria of the event burn second degree was updated from medically significant to intervention required and the additional event of device use error was added. Additional information received on 17feb2017 from the same contactable pharmaceutical commercial assistant includes: patient's age, thermacare heatwrap start date, update of the events onset date. There were no concomitant medications. No surgical treatment was necessary. It was not known if another treatment was necessary. The lot number was not available from the reporter. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (25mar2020): new information received from pfizer product quality group includes: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (01jun2020): new information received from the product quality complaint group included: updated investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of burn blister and pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use error is assessed as non-serious and associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck / shoulder / wrist (nsw) 12 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] several burn blister and pain [burns second degree] , used thermacare neck, shoulder & wrist for back pain [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmaceutical commercial assistant. A 60-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6)2017 at 1 patch, daily single for back pain. The lot number was not available from the reporter. Medical history was not reported. There were no concomitant medications. The heatwrap neck/shoulder was used in the past and tolerated well. The patient experienced several burn blisters and pain on (B)(6)2017. Thermacare heatwrap was permanently withdrawn on (B)(6)2017. No surgical treatment was necessary. It was not known if another treatment was necessary. The outcome of the events was unknown. Per the product quality group: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no severity of harm: n/a site sample status: not received. Amendment: this follow-up report is being submitted to amend previously reported information: the seriousness criteria of the event burn second degree was updated from medically significant to intervention required and the additional event of device use error was added. Additional information received on 17feb2017 from the same contactable pharmaceutical commercial assistant includes: patient's age, thermacare heatwrap start date, update of the events onset date. There were no concomitant medications. No surgical treatment was necessary. It was not known if another treatment was necessary. The lot number was not available from the reporter. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (25mar2020): new information received from pfizer product quality group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of burn blister and pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device use error is assessed as non-serious and associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no severity of harm: n/a site sample status: not received.